Manufacturer narrative:
Concomitant medical products: a2dr01 ipg; implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with syncope and dizziness. Upon device monitoring, right ventricular (rv) lead loss of capture and bipolar low impedance seen as short circuit paces were observed. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.